Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was implanted in a patient for the endovascular treatment of an aortic aneurysm. It was reported that t here was a type ia endoleak. No clinical sequelae were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the site has updated the follow-up form and the endoleak was removed.